Manufacturer narrative:
Plant investigation DHR review: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Clinical review: the file was assessed to determine whether a clinical investigation is warranted. On (B)(6) 2019, fresenius became aware this patient with renal failure (rf) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized (date not provided). The cause of the patient¿s hospitalization remains unknown. Subsequent attempts to obtain additional information have thus far proven unsuccessful. Based on the limited information available, the liberty select cycler is disassociated from the event as there is no allegation or objective evidence indicating a product deficiency or malfunction caused or contributed to the patient¿s hospitalization. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test and valve actuation test. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. The load cell verification was within tolerance. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The device manufacturing record review is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hospital peritoneal dialysis registered nurse (pdrn)contacted technical support to report a recurring volume error alarm. There was no report of a serious injury, adverse event or medical intervention related to the reported event. Technical support advised the pdrn to discontinue use of the cycler. A replacement cycler was issued to the clinic. The cause of the patient¿s hospitalization remains unknown. There is no indication of a serious injury, patient death, or other adverse event and there is no evidence of a reportable product malfunction related to the reported event. Multiple attempts to obtain additional information regarding the reported event have been made, however to date have not been received. The cycler was returned to the manufacturer for physical evaluation.